Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider alleges the chair will surge when starting to drive it, measured 22.6 volts at the joystick.